Event description:
During an atrial flutter ablation (abandoned and electrically cardioverted) procedure, the electrodes were red, and they were moving. The back patch was noted to be wet with sweat, so it was replaced and moved to the belly but the issue did not resolve and the case was cancelled with no consequences to the patient the procedure has not been rescheduled.

Manufacturer narrative:
The navx study was provided and reviewed. Review of the study data shows that the prs-p baseline was established and lost twice during the procedure. The loose prs-p was the cause of the red electrodes. The software is as designed, the prs patches are required for navx functionality. The cause of the reported output issue and subsequent cancellation remain unknown.